Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the pump powers ¿on¿ with auditory and vibration alerts, but the display screen remains blank upon start up. The pump¿s cover was removed, the display screen was found cracked and damaged. A test display screen was mounted and the pump was able to power ¿up¿ and to display ¿verify¿ screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there are green and blue horizontal lines across the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.